Event description:
It was reported that the whisper es guide wire was sticky/tacky during advancement and retraction during use with a non-abbott microcatheter (type unknown). The guide wire in this case was being used in a chronic totally occluded lesion in an unspecified vessel. The guide wire was exchanged for another whisper es guide wire from the same lot number. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.